Event description:
Customer reported a button error alarm. Customer states that they attempted to remove the battery but the alarms returned. Customer also states that when they were changing the reservoir, the buttons would not respond during the rewind process. The blood glucose reading is 180 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device also was received with minor scratched display window, cracked case display window corner, and cracked reservoir tube lip.